Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low reservoir alarm and low battery alarm due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error, low reservoir and low battery on the insulin pump. The customer's blood glucose was 149 mg/dl. The customer stated that she took the battery out and received a failed battery test when she put it back in. The customer stated that she had a low reservoir and low battery alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.